Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump had unresponsive up button due to unlocked keypad connector. Unit had cracked lcd window, cracked case at display window corners. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up button, bolus wizard, esc button were stopped working. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Corrected the aware date.